Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the monitor board was replaced to resolve the report. It could not be established how the monitor board became damaged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the monitor board was replaced to remedy the report. The monitor board was returned to zoll medical corporation. The customer's report was duplicated and attributed to a faulty diode on the monitor board. The monitor board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.